Event description:
Aortic punch malfunctioned. Dr. (B)(6) stated, ripped a hole in the aorta". He was able to repair with suture. Did not open another punch. Procedure was completed without further complication. Unable to locate original packaging. Device removed and sequestered. Pt remains in ICU at this time.